Manufacturer narrative:
The suspect device was not returned for evaluation. However, a photograph of the defect was provided. The photograph was reviewed and the complaint was confirmed. Root cause is determined to be due to the manufacturing process. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges the valve on the one step separated from the hub. No patient injury reported.